Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown) they observed the wire on the one-step electrode pads separated from the electrode and could not be used. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.